Event description:
It was reported that the tip broke off in the left knee during use. The foreign piece was retrieved immediately and shaver was removed from the field. The procedure was completely successfully.

Manufacturer narrative:
Add'l info will be provided once info is completed.